Event description:
The pt received two scs leads from the same lot number. It was reported the pt is experiencing unintended painful rib stimulation from his scs sys. The pt also stated his scs sys is auto-reducing. A sjm rep met with the pt and a sys diagnostics revealed multiple lead(s) contacts with high impedances. X-rays taken showed one of the pt's leads migrated. Additional info received identified the pt's scs leads were explanted and replaced with a different model lead.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.